Event description:
On (B)(6) 2019, the layer user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter displayed error 1 messages. The complaint was classified based on the limited customer care advocate (cca) documentation since the patient was unwilling to answer some of the questions she was asked. The patient reportedly started getting the error 1 messages at 11:30 am on (B)(6) 2019. The patient refused to say what medications, if any, she takes to manage her diabetes or whether she made any changes to her usual diabetes management routine as a result of obtaining the error messages. She reported that "right away if my sugar is low", she gets symptoms of "dizzy, tired and shaky". She refused to say whether she required any treatment for the reported symptoms. At the time of troubleshooting, the cca noted that the product was not being used for the first time. When the cca walked the patient through removing the battery, holding the power button for 5 seconds and then replacing the battery, the issue was not resolved. Education on the meaning of the error message was provided and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, while using the meter.